Event description:
It was reported that the patient experienced a lack of therapeutic effect. The implantable neurostimulator (ins) was programmed with the following electrode configuration: 1+, 2+, 3-. The impedance of at electrode 3 was measured to be greater than 10000 ohms. The device was reprogrammed with the following settings: 1-, 2+, 4-, 6.9v amplitude, 450 microsecond pulse width, and 80 hz rate. For a short time after reprogramming, electrode 3 had normal impedance measurements, but then reverted to greater than 10000 ohms. Reprogramming was not able to consistently restore therapeutic effect, requiring revision surgery. The patient recovered without sequelae. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 3877-45 lot#: 0205283102 implant date: 2011 explant date: unk.

Manufacturer narrative:
Lead model: 3877-45, lot #: 0205283102, explant date: (B)(6) 2012.

Event description:
Additional information was received that reported that the patient did not have a revision performed at the time of the initial report as was believed. Two 4-electrode test leads were implanted on the iliac sacral nerve. A revision was performed on (B)(6) 2012 to replace the test leads with new 4-electrode leads and to replace the 8-electrode lead which had the original high impedances. The impedances of the octad lead were normal during implantation, but after the revision, electrode 3 had impedances greater than 10000 ohms. Reprogramming was done the next day and the patient was reported to be doing well. The broken lead was destroyed during explantation and therefore unavailable for analysis.